Event description:
It was reported that when the programmer was turned on, it would turn off by itself. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device powers up with a system error. ECG (electrocardiogram) connector is loose on a printed circuit board. Power supply fan is noisy. Power cord door is broken. Printer and printer drawer are grinding; foreign material found in the gears.